Event description:
While using a guardian transfer bench in the tub a leg broke causing mr. (B)(9) to fall. His care taker misty ran to help him get up and hurt her toe and pulled a muscle. After a visit to the ER it was determined the toe was broken.